Event description:
Event description guidant received information that the patient with this device was in the intensive care unit at the hospital. Atrial oversensing with long pauses in pacing were noted by a clinician. The clinician contacted technical services to ask if the ventilator was causing the pauses. The patient was pacemaker dependent and had temporary wires placed. Ventricular undersensing of the patient's premature ventricular contractions was also reported.